Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot determine with retains. Source; email.

Event description:
This report was received through a skilled nursing facility survey conducted by the ahca. Reported 1 false positive sars result for one asymptomatic patient (off label use at the time). The facility communicated the result was confirmed negative by molecular (pcr testing). Multiple attempts were made to contact the customer for more information. The customer was unresponsive.